Manufacturer narrative:
Product investigation results was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 20-dec-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no complaint lens was received as part of this return therefore, no product evaluation could be performed on the lens. Visual inspection, of the handpiece, revealed trace amounts of viscoelastic residue inside of the cartridge. Further inspection revealed that the cartridge tip was damaged. The complaint issue could not be confirmed; however, the confirmed issue is similar to the complaint issue and may be attributed to an inadequate amount of viscoelastic residue, suggested by the trace amount of viscoelastic residue inside of the cartridge and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient weight and ethnicity: unknown as information was asked but not provided. Date explanted: not applicable as the iol remains implanted.. It was indicated that the iol is not being returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small piece of haptic came off when inserting the intraocular lens (iol) into the patient's operative eye. The iol seemed stable and no other damage was observed. Therefore, the doctor proceeded with the case and implanted the lens. No further information is available.